Event description:
Revision due to alval. Excessive wear on articulating surface noted.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.